Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product development evaluation was completed: one synfix mini-open implant coupling (part 03.802.200) was returned with a fractured tip. The relevant drawings for synfix mini-open implant coupling were reviewed. These drawings detail the appropriate dimensions, materials, and finishing processes for a successful implant coupling. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint could have been caused by improper technique (use of aiming device in the loosened state, excessive impaction force, and improper manipulation of implant in-situ). The complaint condition of broken tip is found to be confirmed, however the design and materials are sufficient for the intended use of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, the surgeon performed an anterior lumbar interbody fusion (alif) surgery due to a non-union of a vertebral-tr spacer from a previous transforaminal lumbar interbody fusion (tlif) surgery, date unknown. Upon removal, the vertebral-tr spacer was noted to have a fracture. It is unknown if the fracture in the spacer occurred during high speed drilling during removal or if it existed prior to the alif surgery on (B)(6). The surgeon inserted a synfix spacer, placing the first two screws without incident. After rotating the handle of the synfix mini-open fixed handle aiming device, the surgeon attempted to loosen the handle but it was too tight, and the rubber handle of the guide was loose and just kept spinning. At the same time, the tip of the guide snapped while it was still in the spacer, while in the patient. The surgeon was able to replace the handle and the guide, and back the tip out with no retained pieces or fragments. The procedure was completed without incident. The surgeon then flipped the patient and replaced the matrix hardware from the initial tlif surgery. There was a surgical delay of 1 minute and the procedures were successfully completed without any harm to the patient. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Part was not initially reported; it was discovered when product was returned on (B)(4) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.